Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced hyperglycemia. The customer's blood glucose level was 400 mg/dl. The customer also reported that he kept on getting no delivery alarm and also received motor error. The insulin pump had been exposed to x ray machine. The customer was assisted in troubleshooting and it was reported that he was able to complete insulin pump rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.